Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of a terminal end segment and a tip segment was performed. It was noted that a mid-body segment was missing and the lead had been severed 132mm from the terminal pin and all filars were cut. Visual inspection identified additional lead damage all resulting from the explant procedure. Resistance testing was performed which confirmed the electrical continuity of the returned segments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. A revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. Fluoroscopy did not reveal and lead damage and no issues were identified with the device. No additional adverse patient effects were reported.